Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an incoming inspection, made by the distributor, some stains were observed on the outer packaging of the subject home monitor.

Event description:
It was reported that during an incoming inspection, made by the distributor, some stains were observed on the outer packaging of the subject home monitor.